Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of the leak was due to the blockage in the cap piercer line #118. The fse bleached the line to clear the blockage to resolve the issue. No further leak was observed. The instrument software version is 5.4 (B)(4).

Event description:
The customer stated that the cap piercer leaked in unicel dxc 600 pro synchron system. The leak was contained within the instrument. The customer was wearing lab coat, gloves, and eye protection. No erroneous results were generated due to this event. No injury or exposure occurred due to this event.